Event description:
The customer contacted baxter's technical service center regarding incorrect therapy settings, which occurred on the home choice (hc) during fill 1 of 6. The home patient (hp) stated that the hc was displaying fill 1 of 6, not fill 1 of 4 like it should. The technical service representative (tsr) asked the hp if the therapy on the hc had been changed. The hp stated that her husband might have accidentally changed it. The tsr advised the hp to end therapy on the hc and continue with manual supplies until the programming was corrected. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed, and the cause was use error. The label review found the labeling adequate for the use error in this complaint. Since the lot number is unknown, no batch review was performed.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, device evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.